Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 101 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as ketones, not feeling well, and a massive headache. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also called about a low blood glucose event of 60 m/dl which they treated for with glucose tablets, and air bubbles in the reservoir and the need for more pump training. The insulin pump will not be returned for analysis.